Event description:
It was reported that the door of the device is damaged. The light reportedly keeps going on and off.

Manufacturer narrative:
Additional information will be provided once investigation is completed.